Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to painful ankle. No gross signs of loosening and infection workup was negative. The patient received a cement spacer. The patient was scheduled to received invision implants on (B)(6) 2026.